Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The physician advanced the 2.50x32mm taxus liberte stent to the lesion, but was unable to cross. Upon removal of the device, a stent strut was found "upgraded". There were no patient complications. Patient status is reported as "ok".

Manufacturer narrative:
Device evaluation: visual examination of the returned unit found that the device was returned inserted in the guide catheter. Visual and microscopic examination of the stent revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.